Manufacturer narrative:
The physician's assistant thought patient was having an allergic reaction and started her on keflex, bactroban, and a topical steroid. Dr. (B)(6) felt the patient had a vascular occlusion as the patient had erythema, pustules, and tenderness extending from the left oral commissure along the arterial path of the angular artery extending superior to the supratrochlear artery. Dr. (B)(6) started patient on nitropaste and aspirin. On (B)(6) 2015, dr. (B)(6) spoke with a merz clinician and confirmed the diagnosis of a "vascular occlusion involving the facial artery likely near the pyriform aperture and extending into the lateral nasal artery, dorsal nasal artery and supratrochlear artery." On (B)(4) 2015, merz spoke with a representative at dr. (B)(6) office who reported the patient did have a "bad" infection and is "90 percent better". The device history record review for reported lot number was conducted. No non-conformances were discovered that would have contributed to this event.

Event description:
A (B)(6) female patient was injected with xemoin, belotero and radiesse on friday, (B)(6) 2015. The patient received three 1.5ml syringes of radiesse+ to the midface, nasolabial folds, marionette lines, and pre-jowl sulcus. The patient was find on friday. On saturday, (B)(6) 2015, she developed swelling and cold sores to her nose and cheeks. The patient presented to dr. (B)(6) office for an "emergency" visit and saw a physician's assistant.